Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified total delamination of valve, brown particles in the fill channel, fold creases, and yellow particles in the device's inner surface. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of valve and wear abrasion. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of its primary packaging and is an explanted device. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure and creases/folding of the implant was observed, nevertheless is not related to the manufacturing process. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and "any creases". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and "any creases". Device has been explanted.